Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the electrodes are broken. There was no patient involvement.

Manufacturer narrative:
Additional information received concluded that this was a parts order only with no allegation of a malfunction reported. Therefore, the parent record has been closed as a non-complaint. No further action is required at this time.